Manufacturer narrative:
The issue of the chair speeding up and slowing down could not be confirmed because the joystick was not returned. No replacement parts have been ordered. The provider stated the patient is still using the chair. Should additional information become available, a supplemental record will be filed.

Event description:
The provider states that the chair will speed up and then slow down.